Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the device¿s markerbands. No issues were noted with the profile of the shaft polymer extrusion. The hypotube was broken 342mm distal to the strain relief. A visual and tactile examination found that the hypotube was severely kinked at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-apr-2015. It was reported that significant resistance occurred and the hub broke. Vascular access was obtained via the femoral artery. A 38 x 3.00mm taxus¿ liberté¿ long stent was selected. While pushing the device to the guide catheter, significant resistance was encountered and the hub of the device broke outside the patient's body. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.